Manufacturer narrative:
The customer's allegation was not confirmed. Device was not returned for evaluation and could not be evaluated. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. The event was not caused by or from the misuse of the user. The device was not returned and the serial number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center had a scope communication error e333. The issue occurred during a procedure. There were no reports of patient harm.